Event description:
Pt had a uterine artery embolization for asymptomatic fibroids. Afterwards pt was in a lot of pain and the gynecologist was unresponsive. Pt had a preexisting ovarian cyst that grew larger after the surgery. After the surgery, the pt had an enlarged abdomen. Pt has not resumed normal menstruation since the surgery. Ir told the pt that pts in their late forties might go into menopause. If they had been told pt's in their late thirties might go into menopause they would not have had the surgery. Six mos after the surgery, the pt saw another dr who did a fsh and it was in the 70's. Pt asked if the uterine artery embolization could be reversed.